Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - a conversion of a primary to a reverse due to a chronic rotator cuff issue. Nothing to do with the implants.